Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see updates to g2, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found damage to the external covers. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the lamp did not turn on due to a faulty lamp unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter noting that he could not confirm whether the device was inspected prior to use. Reportedly, the issue occurred at the beginning of the procedure when turning on the equipment. The initial reporter went on to confirm that the intended procedure was cancelled due to lack of a substitute device. The event date was also confirmed as 26sept2022. No further information was provided.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Event description:
The customer reported that his olympus video system center¿s lamp was not turning on during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, but an initial evaluation has not yet conducted by olympus. Though, the investigation has begun. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.